Manufacturer narrative:
The reported complaint of "the autopulse platform (serial # (B)(4) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on" was confirmed during the functional testing and the archive data review. The root cause for the reported ua07 error was due to the damaged load cells probably caused by mishandling. Upon visual inspection, unrelated to the reported complaint, noticed that the load plate cover was defected with the hole that affects the watertight seal. The cause for the physical damage was due to mishandling. The autopulse platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The archive data review showed occurrence of ua07 error on the reported event date. The load sensing system has detected a weight or load imbalance between the two load cells, checked during the power-on-self-test. Load cell characterization results confirmed both load cell modules were defective. Since the customer has received the replacement, the service was not performed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During incoming inspection, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on. The crew was unable to clear the advisory. No patient involvement.